Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. Provocative testing was performed, however, the noise could not be reproduced. No intervention was performed at this time. The patient was in stable condition.